Manufacturer narrative:
Correction: in review of the file, it was realized that the implant and explant dates reported in the initial MDR were in error. The following has been updated to reflect the correct information. It was reported that a tecnis symfony multifocal intraocular lens (iol), model zxr00 15.0 diopter, was explanted on (B)(6) 2017. If implanted, give date: (B)(6) 2017. If explanted, give date: (B)(6) 2017. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.attempts have been made to obtain missing information; however, to date, no response has been received.

Event description:
It was reported that a tecnis symfony multifocal intraocular lens (iol), model zxr00 15.0 diopter, was explanted on (B)(6) 2017, because of an unspecified lens malfunction. The lens was replaced with the same model, a smaller, 13.5 diopter. No additional information was provided.

Manufacturer narrative:
Device available for evaluation?: yes, returned to manufacturer on 08/24/2017. Device returned to manufacturer?: yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. Visual inspection with the unaided eye showed the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.